Event description:
The dealer reported that the frame near the foot of the bed had a broken weld. This issue could cause the user to fall though the bed and be injured if the frame could not support their weight and dropped.